Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet receied it.

Event description:
A pt reported blood glucose results of "352 and 85 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The pt could not read the serial number on back of the meter, therefore the serial number is not provided for the one touch basic enhanced meter.